Event description:
It was reported that the patient was experiencing a change in therapy effect; specific symptoms unspecified. The patient was receiving 2000 mcg/ml intrathecal baclofen therapy at a daily dose of 1400 mcg without reaching efficacy. No pump alarms were noted. There was a reservoir volume discrepancy of 6.25%. Per the reporter, there was difficulty aspirating fluid through the catheter access port. Additional device troubleshooting was being considered. Additional information has been requested, but was not available as of the date of this report.